Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with the pulse generator exhibited oversensing and delivered inappropriate therapy. Upon review, the high voltage lead exhibited out-of-range impedance. All other electrical measurements were normal. Although requested, no final patient outcome was provided. It was suggested that lead noise as a possibility and have the patient come in for further assessment during the call.

Manufacturer narrative:
Final analysis found that only the distal end of the lead measuring at 43.7 cm was received. Clavicle crush damaged was found at 29.0 cm to 30.7 cm from connector pin but the lumen remained intact. Outer insulation breach was noted at 41.3 to 41.9 cm from the distal tip due to lead to can abrasion. Electrical testing found shorting between the ring electrode and right ventricle conductor paths. Further inspection of the insulation beneath the right ventricle conductor shock coil found that internal insulation was damaged at 5.8 cm to 6.2 cm, 6.1 cm to 6.8 cm, and 6.7 cm to 6.8 cm from distal tip. Insulation abrasion breached the right ventricle conductor lumen and ring electrode lumen damaging the etfe cable coating. The electrical noise reported was isolated to the exposure of the ring electrode conductor beneath the right ventricle shock coil in the abraded area. Lead fracture was not found and high, high voltage lead impedance was not confirmed. All other damages were consistent with surgical procedure damage.

Event description:
New information received indicated that the asymptomatic patient presented for isometric testing for right ventricular lead noise. The test indicated that lead noise oversensing may be due to lead fracture. The patient was asymptomatic during inappropriate anti tachycardia pacing therapy and echocardiogram showed the patient had normal ejection fraction. Upon reviewing the risk of lead replacement, the physician requested to turn off the lead on (B)(6) 2017. On (B)(6) 2018, the lead was explanted and replaced during a pulse generator device change procedure. The patient was reported to be in stable condition during and post procedure.